Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e224 occurred due to a cable failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the 4k autoclavable camera head showed e224 error-scope communication error (unable to recognize a subject) during preparation for use for a diagnostic procedure. There was no delay reported for the intended procedure and the procedure was completed with the same device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed and found to be due to a faulty cable. Additional findings were: no sense intermittent of switch depression for button due to a worn-out switchboard, found the rear cover has a faded label. This investigation is ongoing, a supplemental report will be submitted if any additional information is provided by the user facility.